Event description:
The customer experienced a low blood glucose (bg) level. The customer¿s continuous glucose monitor read "low¿; however, a specific bg value was not provided. The customer drank juice to address the bg. The cause of the reported issue is unknown. The customer reverted to an alternate method of insulin therapy.